Event description:
It was further reported that the lead was explanted and replaced.

Event description:
It was reported that the left ventricular (lv) lead measured high threshold and the lead was previously programmed off. Now, the lead triggered a warning for measured high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).